Event description:
It was reported that a secondary infusion of magnesium programmed to infused at 25 ml over two (2) hours. It was alleged however was delivered in half an hour at the primary infusion rate which was programmed for 200ml/hr. There was patient involvement but no harm. Customer has requested a log review to confirm programming.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a secondary infusion of magnesium programmed to infused at 25 ml over two (2) hours. It was alleged however was delivered in half an hour at the primary infusion rate which was programmed for 200ml/hr. There was patient involvement but no harm. Customer has requested a log review to confirm programming.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the magnesium over-infusion could not be determined as suspect or concomitant devices were not returned of devices for investigation and was not identified in the logs review. No devices were returned for this investigation; therefore, no inspection could be performed. The error logs revealed that on (B)(6) 2025, at 9:09 am, the suspected pump module s/n: (B)(6) was connected to the pcu. The drug corresponding to drug ID 250 was selected, and a secondary dose was programmed with vtbi = 50 ml and rate = 25 ml/h, starting with secondary volume infused (svi) = 0 ml. Approximately 38 minutes later, at 9:38 am, the pump was paused with svi = 11.995 ml, showing that infusion was still in progress. Following this, at 9:39 am, drug ID 236 was selected, and a new infusion program started. On (B)(6) 2025, 9:09:52 am ¿ initial infusion start (drug ID 250 selected, rate: 200 ml/h, vtbi: 157.597 ml, dose: 2 mcg/min). 9:09:55 am ¿ infusion started. 9:38:44 am ¿ pump paused. 9:38:57 am ¿ infusion stopped (final pvi: 1743.83 ml, svi: 11.995 ml). 9:39:02 am ¿ second infusion start (drug ID 236 selected, rate: 150 ml/h, vtbi: 950 ml). 9:45:40 am ¿ pump paused. 9:45:43 am ¿ pump restarted. 9:46:40 am ¿ safety clamp open alarm triggered (duration: 2 seconds). 9:49:02 am ¿ infusion stopped (final pvi: 18.534 ml, svi: 0 ml). Testing was not able to be performed as no devices were returned for investigation. The bd alaris user manual v12.1.2 (dir 10000292699) has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ ¿observe the secondary drip chamber to verify that drops are falling, and that flow does not appear to be too fast or too slow. Do this periodically throughout the infusion. No drops should be falling in the primary drip chamber.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the magnesium over-infusion could not be determined as suspect or concomitant devices were not returned for investigation. However, a review of the provided error logs indicates no failures or errors during the programmed infusion reported by the facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.